Manufacturer narrative:
Should additional information become available this event will be updated

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) had eroded through the skin since the implant procedure. An explant procedure took place and the crt-d, right ventricular (rv) and two competitor leads were explanted.